Manufacturer narrative:
Device out of warranty; no manufacturer service requested.

Event description:
The customer reported the ventilator alarmed with a message indicating high oxygen supply pressure and no oxygen available. The customer reported the device was not in use therefore there was no patient involvement or harm. When the measured oxygen inlet pressure is greater than 92 psi, the high oxygen supply pressure alarm is active, the oxygen valve is closed and o2 enrichment ends. The ventilator continues to provide ventilatory support to the patient using an air gas source until the pressure falls to a specified level and the oxygen valve opens. Loss of the oxygen source can be detrimental to a patient if in use. As the device is out of warranty, the customer contacted manufacturers product support engineer (pse) for assistance. The customer informed pse that the device is alarming when the oxygen source is removed from the wall and transferred to the tank cylinders. The customer reported when the source is transferred to the cylinders, the delivered o2 from the cylinder goes from 2 lites to full blast. The customer reported the device does functions with no alarms when the oxygen source is wall. Pse advised the customer a proper regulator is needed for the o2 cylinder tanks to regulate the pressure as required. Pse advised the customer to disconnect the oxygen hose from the unit to relieve the pressure. The customer reported the pressure was relieved and the unit operated with no further alarms. Per labeling, the oxygen source must be able to deliver 100% oxygen regulated to 40-87 psi.